Manufacturer narrative:
Gtin number: unknown (B)(4). The results of this investigation are inconclusive because the aso was not returned for evaluation. A review of the device history record could not be completed because the batch/lot number was not provided. There was no evidence to suggest there was an intrinsic defect in the aso, and the cause for the reported event remains unknown.

Event description:
The 16mm amplatzer septal occluder (aso) embolized after attempting to use the device for baffle leak closure. The aso was percutaneously retrieved from the left pulmonary artery. A 22mm aso was successfully implanted. Additional information is not available and is not anticipated.